Manufacturer narrative:
(B)(4): evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. However, a hissing sound was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg.

Event description:
It was reported that prior to an unk procedure, the handpiece wasn't completing the pre-run test prior to a case. A second handpiece was tried and the case was completed with no pt consequence.